Event description:
It was reported the insulin was squirting out during manual prime and it alarmed compromised force sensor system. Customer was disconnected during prime. The device was not bumped, dropped, or exposed to water. No damaged was noted on the drive support cap. Customer did not recall pressing the drive support cap in. Customer's blood glucose value was not provided. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded drive support disk. The pump also had cracked battery tube threads, a cracked belt clip slot, minor scratches on the lcd window, a cracked case at the display window corner, and a broken reservoir tube lip.